Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photographic evaluation: five pictures were provided; pictures 1543 and 1544 shows an anvil with the washer on it from the top view and tissue on a side. The washer can be seen indented. Picture 1546 shows tissue with some staples on it and an anvil with the washer, the washer can be seen indented. The staples on the tissue are partially formed. Picture 1549 shows the tip of an instrument from the top view. No staples on the pocket are visible. Picture 1550 shows a part of a cdh29a device packing. The report incident could be due to the device not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested: what healthcare professional fired the device and what is his/her experience with the device? Was the device difficult to close? Was the device difficult to fire? What is the current patient status? The following response was obtained: first of all I was not present in the case. The hospital notified me of the event. I went to the hospital the next day and asked to see the stapler and anvil. I noticed the washer was still in the anvil which means the stapler was never fired. The surgeon fired the stapler. She is rather new to the account and I am not familiar with her experience. I have seen her in year do 1-2 colon cases. Both surgeons are trauma surgeons. Just spoke with risk management and they shared that the patient is doing fine.

Event description:
It was reported that after a colectomy reversal the sales rep observed the device and noticed that the device did not fire properly. She noticed that the washer was still in the anvil. This was after the surgeon informed her that the procedure was converted from a laparoscopic procedure to an open procedure. The rep was told that the procedure was completed by sewing the anastomosis.